Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer¿s blood glucose was 404 mg/dl at the time of the incident. The customer¿s current blood glucose was 335 mg/dl. Not able to continue with troubleshoot. The product will not be returned for analysis.